Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing kinked event on (B)(6) 2025. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.